Event description:
Technician alleged that the head hilow drifts down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the emergency trendelenberg valve the head hilow down valve and the pilot operated check valve to resolve the issue.